Event description:
Narrative from staff: during the set up for a robotic assisted lobectomy a contamination was found to be on the lap sponges that come in the thoracic pack. This foreign object appears to be paper based; however, it was decided that as it was an unknown contamination a new set up would be picked and opened. No harm to patient did cause a case start delay.